Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 521. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer did not perform the proper air removal techniques. A new cartridge was loaded to resolve the issue.